Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/10/2014 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad. The audio bolus button cover was found to be torn/punctured. The audio bolus button responded appropriately despite the button cover damage. During testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the pump clip insert was damaged. The returned battery cap was able to be secured to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the audio bolus button cover was damaged. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/10/2014.